Manufacturer narrative:
Follow-up # 1, date of submission (B)(6) 2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: investigators were unable to power on the pump properly; the pump was observed to give audible and vibratory alerts, but the display screen remained blank. There was no damage noted to the battery cap or compartment. Investigation could not be adequately completed due to a corrupted software issue. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2011, the lay-user/patient contacted animas alleging that the pump had intermittent power issue. The patient's mother also claimed that the patient had been having elevated blood glucose (bg) levels (200-300 mg/dl) with ketones, nausea, and headaches. The pump's basal rates were verified as being correct. A review of the bolus history revealed only one bolus for (B)(6) 2011. The patient claimed that bolus was not in the tdd. The patient denied having any site/set issues. She also denied having issues with bubbles. The patient did not observe any cracks in the pump casing. The battery cap looked normal and intact, and the o-ring was not visible. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had intermittent power issue and her mother claimed that she developed ketones.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. The report is under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.